Event description:
It was reported that the valve was not functioning. When removed, a hole was noticed near the valve mechanism.

Manufacturer narrative:
The device has not been returned to the manufacturer.